Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from france, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. No resistance was felt during insertion of the sheath into the patient nor the commander into the esheath+. The valve was successfully implanted and the devices were withdrawn as usual without difficulties. After device removal, it was observed that the distal tip of the esheath+ was torn. Procedure was ended successfully and the patient was noted as to be ok.

Manufacturer narrative:
A supplemental MDR is being submitted due to evaluation findings. Sections b4, g3, g6, h2 and h11 has been updated. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on imagery provided for evaluation. Imagery was provided and it was noted that the distal tip appears torn radially. Available information suggests procedural factors (improper tip expansion) likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.